Manufacturer narrative:
The findings of this investigation revealed a failed inner catheter component joint bond. The failed joint bond was located proximally on the shaft, which correlated to the complaint description of breakage at the proximal end. This failure is considered a defect allowing the device to malfunction by allowing the catheter to separate into two separate parts, the outer retractable sheath and stabilizer as one part and the inner core with the I-beam as the second part. The root cause was determined to be a mfg error, which is being addressed under an already opened CAPA. Review of the DHR for the lot did not produce any info that was deemed relevant to this report.

Event description:
It was reported that the physician deployed the xceed stent in the common iliac artery over a whooly wire. On stent delivery system (sds) removal, the I-beam separated inside the sheath. The wire, sds, and sheath were removed as one unit and all parts were present on removal. The I-beam was broken in half near the proximal end of the delivery handle. There was no pt injury. No add'l info is available.